Event description:
A report was received that the patient is experiencing a shocking sensation at the pocket site following non-device related weight loss. The patient was unsuccessfully reprogrammed and will be revised.

Event description:
A report was received that the patient is experiencing a shocking sensation at the pocket site following non-device related weight loss. The patient was unsuccessfully reprogrammed and will be revised.

Manufacturer narrative:
Additional information was received that the patient underwent the pocket revision. During the revision the physician noted moisture inside of the ipg header and the ipg was replaced. The patient is doing well following the revision. The explanted ipg will not be returned to bsn for further evaluation as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.